Event description:
It is reported the patient was revised to replace the liner and head. During surgery, there was blackened tissue around the neck. The inside of the head was also black and there was film between the liner and shell.

Manufacturer narrative:
This report will be amended when our investigation is complete.